Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. (B)(4). Visual and functional inspections were performed on the returned device. The reported no blood flow visible in the marker lumen and knot on outside of the device were confirmed based on the returned device analysis. Based on the information provided, the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Corrections: sex. Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no product quality issue identified with this device based on the information reviewed.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that suture placement in the right common femoral artery was attempted using a proglide device via a 6f sheath prior to an abdominal aortic aneursym (aaa) interventional procedure. Reportedly, the plunger of the proglide device was not depressed or inadvertently pulled back. The sutures of two new proglide devices were successfully pre-placed. The aaa was completed using a 16f sheath and hemostasis was achieved with the pre-placed proglide sutures. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device during a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the proglide device was positioned in the access site but blood flow was not visible in the marker lumen so the physician did not know if the device was in the artery. The proglide device was removed from the patient anatomy and it was noted that the knot was outside of the device. The method of achieving hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The name of the physician was provided; however, it is unknown if trained in the use of the proglide device. No additional information was provided.